Event description:
A progress note from 2015 (B)(6) indicated that the patient had a computerized tomography (CT) of his head without contrast. No acute interval change was noted when compared to prior studies. The CT showed stable right-sided shunt shutters and no evidence of a shunt malfunction. The ventricles were decompressed and possibly over shunted, but were unchanged from prior studies. Finally, the CT showed stable cystic structure in the right thalamus/choroidal fissure. The brain shuntogram showed no shunt disconnection and there appeared to be a breakage in the baclofen pump system. The spine lumbar series showed that the catheter tip was at the level of t5-t6. The catheter was extremely thin, radiolucent, and could not be visualized in its entirety. It was further reported additional disconnected pump tubing within the spinal canal centered at the thoracolumbar junction was discovered. A lumbar puncture was scheduled for 2015 (B)(6). A basic metabolic panel (bmp) was performed, electrolytes, liver function test (lft), complete blood count (cbc), urinanalysis, all were non-significant and the brain CT was non acute. The shuntogram was consistent with a breakage in the baclofen pump. It was noted considering the patient¿s spasticity and increased tone, pump failure might be a possible cause. The patient had three implanted catheters. The one that was reported to have a gap between l3-l4 appeared to be an old abandoned catheter. The most recently placed catheter disappeared and then appeared. There was some questionable leakage, which appeared to be the case noted on the abdomen CT done in (B)(6) 2015. Given the patient¿s spasticity, lively reflexes, and history of increased tone for some time, it was possible that the pump had been malfunctioning for a while. The plan was to continue with meningitis prophylaxis until the lumbar puncture was done. There was going to be a dye injection of the baclofen pump on 2015 (B)(6) and the plan was to continue with oral baclofen and consult neurosurgery if needed after the dye injection. It was further reported the healthcare provider (hcp) could not aspirate the catheter during the dye study. Only blood and bubbles could be aspirated. The hcp was going to increase oral baclofen, check his liver enzymes, and kidneys. The cause of the issue was undetermined. Further testing was not performed. It was further reported the patient experienced seizures (patient had a history of seizures), increased spasticity, and clonus associated with this event. As of 2015 (B)(6), the patient was to continue keppra for seizures and monitor for any breakthrough seizures. The patient¿s head CT without contrast was stable without any acute intracranial abnormalities. Neurosurgery was consulted for the baclofen pump break and the patient was going to be observed for baclofen withdrawal symptoms. On 2015 (B)(6), the entire catheter was removed and replaced with an 8780. It was noted, the patient spent the night in the hospital on 2015 (B)(6) and the next day was having clonus and the hcp was going to increase the dose. The patient was going to stay in the hospital another night. The patient was discharged on 2015 (B)(6) and went home ¿doing well¿. It was noted when the pump system worked it helped the patient¿s spasticity more. The pump was being used to deliver lioresal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8782, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8709, lot# l78722, implanted: (B)(6) 2000, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the cause of the event was baclofen withdrawal and was attributed to the catheter. There was a break, tear, hole in the catheter. The oral (po) baclofen was increased and the catheter was replaced. The patient was weaned off oral baclofen while increasing the itb. The physician decreased the intrathecal dose to the lowest programmable dose with 2000mcg, and put the patient on a total daily dose of 100mg by mouth a day. The pump was going to be explanted on (B)(6) 2015. It was unknown how the patient was doing.